Event description:
The staff were preparing to transfer the pt who had fallen to the floor. The sling was attached to the maxi twin lift, and once the sling was under tension, it was noticed that the female part of a support buckle had broken. The sling was removed from service and the staff used another sling with no further complications. No injuries reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.